Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine cutoff control, 100 miu/ml urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging one patient received a negative urine hcg, same day similar test positive, blood quant confirmed pregnancy. The (B)(6) female patient had last menstrual period (B)(6) 2015, knew she was pregnant by other means. Clear urine was collected and tested at 8:30 am on (B)(6) 2015. Read time at 3 - 5 minutes. Result was clearly negative. No serum was tested using this product. Patient challenged result and went to an ER later the same day and tested urine on another "similar test" result said to be "positive". Her blood was also tested on the same day and was said to be "positive" but no quantification was provided to the caller. Patient did not receive any medication or procedure due to the negative hcg test. No reported adverse patient sequela. No additional information provided.